Event description:
Device found snapped at the junction between the two lumens. Had to be removed and a new one placed.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.